Manufacturer narrative:
Intuitive surgical, inc. (Isi) conducted additional follow up and obtained the following additional information: a clip did not fall into the patient¿s anatomy. Post-operative tests were not performed. The patient did not return to the hospital due to any post-surgical complications.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the medium-large clip applier (mlca) could not apply the clip. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was not inspected prior to use. The incident with the clip applier instrument occurred during clip application on a vessel or tissue bundle. The issue was related to clip opening after closure of the clip. They used assist instrument to remove clip from tissue.

Manufacturer narrative:
Based on the claim against the product by the customer noting clip application failure of the medium-large clip applier (mlca) instrument, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the instrument and failure analysis (fa) was completed. Fa found the primary failure of bent grip to be related the customer reported complaint. The instrument was found to have a be grip and the tip does not align with the other grip. The complaint regarding the clip application failure was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.